Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was reportedly ¿the worst¿ she had ever been in her life since the hcp ¿did this¿ [referring to the event reported under manufacturer report # 3004209178-2013-11747]. Additional information received reported that the pump was not delivering medication or providing therapeutic effect. The patient never had therapeutic effect. When the patient got the pump, her tissue surrounding the pump was "hard". When the patient would go for refills it was hard over there on the front of her. It remained hard there and it stayed that way; the whole side felt hard, and the other side felt flabby. The healthcare provider (hcp) reportedly kept filling it and said it would probably go down. The patient was looking at the telemetry and the medication they were taking out was different each time but they were putting the same amount and it was the same continuous mode. The patient stated they took out ¿like 4.3 something other was 3.4 something.¿ in the last 2 weeks, they tried to pull out medication and it was not pulling out; it was coming out ¿way too slow.¿ that was reportedly why she had the dye study. Approximately one month prior, it came out bubbled. Also at that time, it came out and it was red, ¿it wasn't all red but it was at first, he thinks he hit a vein.¿ the reporter was redirected to the patient's hcp. Ever since the patient has had the pump, they felt like it was not working right. The patient was ¿really skinny, now she¿s fat¿, and had depression which started when she moved and the hcp put the pump in; she had gotten worse and worse. They took it down to micro-dosing and the patient was on milligrams, and they took all the pain medications out and put in saline and it screwed up her life. This was in 2013 right around the time they put in the new pump. Additionally it was reported that the patient started compounded baclofen on (B)(6) 2014. She started at a concentration of 101 mcg/ml and was receiving 99 mcg/day. The patient was at a concentration of 180 mcg/ml and a dose of 134 mcg/day. The dye study was performed and it showed a catheter malfunction and they were hoping to have a revision scheduled in the next 30 days, but they did not have a confirmed date at that time. They felt this was the probable cause of the patient¿s issues. It was noted that the pump was currently being used to infuse clonidine, bupivacaine, baclofen (unknown), and dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.